Event description:
A power source alert 07 was reported by the caller. During the incident, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.